Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported issues with the lncs 2329 lncs neo neonatal/adult adhesive sensors, <3kg >40kg. The sensors are used in a children's emergency department and this sensor is the only one that they use on their infants. Their monitors are radical r touch screens and rad5v's. They state that the pickup is much quicker on the rad5v than the radical 7 touch screen. Below is a picture that shows what comes up on the radical 7 when they are trying to get a reading. Inaccuracy with the readings. No patient impact or consequences were reported.